Manufacturer narrative:
Product analysis the sentrant sheath and dilator were returned for analysis. Deformation was observed to the sheath tip with a section the material raised. The reported deformation in-vivo was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was intended to be used as a conduit during the implant of a transcatheter evolut pro plus 34 bioprosthetic valve. The patient was noted to have complex and calcified bicuspid anatomy. The sentrant sheath was noted to be damaged when it was removed from the patient after pre-dilatation. As the damage could cause risk to the patient's arteries and the device would need to be reintroduced into the patient, a new sentrant was used to carry out the procedure. The cause of the sentrant damage was not provided. An infold of the evolut valve occurred during the procedure but it was confirmed the sentrant sheath did not contribute to this event. A new pre-dilation was performed with a 25 balloon and then the prosthesis was implanted without complications. No additional clinical sequalae were provided and the patient is fine.